Manufacturer narrative:
The initial reporter name and occupation were asked but unknown on the date of filing. A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced, and the suspected cause was the video graphic card. The hardware, software, and instruments passed the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there were video signal problems. Before registration both monitors suddenly turned into black color lines. The computer was re-booted which resolved the issue. This happened again after the surgery was completed. No further information was provided.

Manufacturer narrative:
Analysis results of the computer found that it booted normally to the application screen. The dicom and cranial applications start and run normally. There was no failure found. If information is provided in the future, a supplemental report will be issued.